Event description:
Report provided by the end user states that they have developed a circumferential redness under the white tape collar of the skin barrier. The end user does not experience any itching from the area but there is one area of the redness that is sore at times. The skin barrier is changes every 3-4 days and the peristomal skin is cleansed with (B)(6) soap. The end user was advised to cut the white tape collar off of her skin barrier until new samples are received. The end user was also instructed on crusting with ostomy powder and skin protective barrier wipes or water and for cleansing her peristomal skin, to use water and mild soap; one without lotions; moisturizers or creams. Instructed if area does not improve or she has any questions to contact us for additional instructions. The patients subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filled on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.